Manufacturer narrative:
Following complaint review conducted on (B)(6) 2026, the h11 field was updated to include additional investigation conclusions, and the component code was updated to capture the additional conclusions: investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects that would affect the delivery of insulin were observed. Review of the patient history buffer (phb) data showed an initial communication struggle between the pod and continuous glucose monitor (cgm). The data showed a short stretch of -7 and -6 invalid estimated glucose values (egvs) indicating a connection issue between the pod and cgm. Eventually the pod was able to connect to the cgm and provide the user with valid egvs. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 4-24 hours of pod wear on the arm, while the patient was undergoing nose surgery, blood glucose levels increased to above 250 mg/dl. No specific blood glucose value was reported. It was further noted that the pod adhesive was not adhering well to the skin. The patient reported that insulin was administered via injection during the procedure. No further medical treatment was reported. The patient replaced the pod upon returning home.